Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction on july 2008. Should additional inf become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) consider this case as closed. (B)(4).

Manufacturer narrative:
Additional information received on 03/11/2013. The manufacturer did not receive the explanted devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Since this case is related to the issues for which zimmer implemented a correction in (B)(6) 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number is (B)(4).

Event description:
It has now been reported that the pt underwent a revision surgery on (B)(6) 2013 due to loosening, fluid collection, pseudotumor and corrosion.

Manufacturer narrative:
Review of event description: product was implanted on (B)(6) 2007 and was revised on (B)(6) 2013 due to loosening, fluid collection, pseudo tumor, wear and corrosion. Visual examination: during the visual examination the durom acetabular component presented minimal wear on the articulating surface and porous coating. Metasul ldh large diameter head presented minimal wear and third body material on the articulating surface, light third body material on the outer and inner faces, head cavity walls, head cavity floor, and taper cavity floor. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that durom cup is loose. Pt is being monitored. Therefore, no revision yet.